Manufacturer narrative:
The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked lcd window, a cracked reservoir tube, a broken reservoir tube lip, a broken belt clip slot, and cracked battery tube threads. The pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested outside of the device and it passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed motor error and there were several cracks on the device. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.